Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer. The customer reported that the malfunction occurred when the registered nurse want to get the medications and user was able to get medication from the pharmacy, which results a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on bus. A field service engineer updated firmware to resolve the issue. The system functioned as intended after the field service troubleshooted the device.